Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed, and two motor error alarms were found in the alarm history. The insulin pump passed the prime and self tests. Nothing further was reported.